Manufacturer narrative:
The actual devices were not returned; a photograph of the non-retracting devices was sent.

Event description:
Laboratory technical supervisor emailed after an employee reported to her that she noticed some of the lancets were not retracting after use.